Manufacturer narrative:
The reported event of insulation damage was not confirmed. Based on the information received, the cause of the reported incident could not be conclusively determined. However it was indicated by the field that damage may have occurred during the unrelated elective explant procedure.

Event description:
During defibrillator upgrade, lead insulation was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced with no patient consequences.